Event description:
The patient expired on (B)(6) 2015 due to cardiac pulmonary arrest. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok". The device was implanted for approx. 2 months. The inspection of the pacemaker¿s memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.